Event description:
During follow-up, inappropriate asyncronized pacing after fib thereapy was observed. The real-time egm in bipole shows asyncronized pacing (rate 40) with no underlying rhythm. Real-time egm in far field shows inappropriate asyncronized pacing (rate 40) with an underlying rhythm in the 70's. The decision was made to explant the device.